Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (4) photo samples. Visual evaluation of the photo sample of temp-sensing foley catheter with syringe. Verified material tray 29030j14 with lot mykr0239 and material number for catheter 119314 and manufacturing lot number ngjx0310. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx0310. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) using returned syringe and balloon inflated with no difficulty. However, asymmetric balloon was observed with balloon concentricity. The balloon 10ml was deflated with no difficulty within 30sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty draining water from foley catheter during pre testing. Per notification from investigator on 20feb2026, it was reported that asymmetrical balloon was found with concentricity during sample evaluation on 03feb2026.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty draining water from foley catheter during pre-testing.